Event description:
I could not breathe and fainted on the soccer field during high intensity training in a mask. The coach had me brought outside and immediately removed the cause of the faint, the mask. FDA safety report ID # (B)(4).